Event description:
A backup operation was noted on a single chamber pacemaker. There was no information on intervention and patient's health condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that programming was performed by the physician and backup mode was caused due to cybersecurity update. Additionally, it was reported that the patient was stable.